Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under-sensing on the atrial lead on stored atrial tachycardia/atrial fibrillation events were noted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.